Manufacturer narrative:
Initial reporter name and address: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16192. It was reported during a thunderstorm the patient felt a shock throughout their body. Afterward, the patient was unable to use the ipg. In turn, the system was explanted and replaced to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned cut in 2 pieces as a result of the explant procedure. Microscopic inspection showed a kink in the lead body of the stim segment where all the internal wires were broken. This would contribute to the patient¿s loss of therapy. The broken wires would cause the system to auto reduce and not allow therapy to be restarted. This may have been perceived as the ipg turning off. The reported shocking sensation was not confirmed. However, the patients perceived shocking sensation is consistent with unintended stimulation caused by the ends of the broken wires making unintended and intermittent contact with other lead wires. The cause of the broken wires is consistent with the lead being subjected to an over stress condition while in vivo.